Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information available. Stroke is a known potential adverse effect as listed in the instructions for use for this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two weeks after the implant of this transcatheter bioprosthetic valve, the patient experienced a stroke that was considered to be possibly related to the device. The patient had been discharged following device implant, and was re-admitted following the stroke, which was treated with medication. It was reported that the patient experienced no adverse effects.

Event description:
It subsequently was reported that neurological imaging confirmed a transient ischemic attack (tia)/acute infarction.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).